Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe, luer slip with needle had leakage at the connection hub. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples were returned in support of this complaint. One photograph was returned. From the photo returned, observed leaked from the connection of the needle hub and the tip of the barrel. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: root cause could not be determined as no returned sample for investigation. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that a bd¿ syringe, luer slip with needle had leakage at the connection hub. There was no report of exposure, serious injury or medical intervention.